Event description:
The customer reported via phone call that the insulin pump reset the time with a battery change. The customer stated that when she changed the battery, the insulin pump would not retain the time or date. The customer stated that the time/date settings would remain correct until the next battery change. The customer reported that the insulin pump had reset the time/date settings within the allotted 10 minutes allowed by the insulin pump between battery insertion. She stated that when she inserted the battery, the number 6 appeared on the insulin pump's screen. Customer also observed cracks on the device around the battery cap, reservoir window, and another at the top left of the case coming from the screen. She stated that the damage came from dropping the device. The customer's blood glucose was 203 mg/dl. The customer was advised to discontinue use of the insulin pump, revert to a back-up plan, and replace the insulin pump; she agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed unexpected restart and experienced a reset anomaly after a battery change due to a broken solder joint on a component of the interface board. The insulin pump was also received with a minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.